Event description:
It was reported that, during an unknown procedure, the clip was unformed. The clip did not deploy from the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. B3: exact event date unk, entered (B)(6) 2026 as only the year was provided. D4: batch # a97y0f. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Did device drop or eject malformed clips?=>unk 2. Did device sideways feed clips?=>no 3. Did device fire/apply malformed clips?=>unk 4. Did the clip not hold on the vessel or tissue once placed?=>no. How did device not work?=>from the first firing, the device did not deploy the clip. Did device jammed (not fire clips)?=>unk did device not feed clips?=>not feed. Did device drop or eject clips?=>no did device sideways feed clips?=>no did device fire malformed clips?=>no did device fire scissored clips?=>no if other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.